Event description:
It was reported that a patient underwent l5/s1 posterior lumbar interbody fusion (plif) surgery in october 2017, which was completed without issue. Upon follow up, the cage was reported to have backed out. On (B)(6) 2018, the patient underwent revision surgery. The cage was put into proper position and compression was added with a screw and rod.

Manufacturer narrative:
The customer reported event was confirmed via x-ray images review and correspondence. Device was not returned. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The root cause cannot be determined conclusively although the surgeon considered the possibility that compression at the time of initial surgery was insufficient.

Event description:
It was reported that a patient underwent l5/s1 posterior lumbar interbody fusion (plif) surgery in (B)(6) 2017, which was completed without issue. Upon follow up, the cage was reported to have backed out. On (B)(6) 2018, the patient underwent revision surgery. The cage was put into proper position and compression was added with a screw and rod.